Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy on patient. Placed arctic gel pads on 2 different arctic sun devices and devices keep priming to 0 l/m water flow rate (wfr). Patient temperature (pt) was 34.1c, targeted temperature (tt) was 36c 4 pads connected to device. Had them stop therapy and empty pads. Disconnected pads and placed device in manual control at 36c. System diagnostics with no pads, outlet monitor temperature (t1) was 13.1c, outlet control temperature (t2) was 13.1c, inlet temperature (t3) was 15.5c, chiller temperature (t4) was 5.3c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 48%, mixing pump command (mpc) was 0, heater command (hc) was 100%, water reservoir level (wrl) 5, system hours were 2272.5, pump hours were 1961.3. Walked through disabling manual control. Reconnected pads using proper technique. Device primed to 0 l/m. Advised to swap out to a new set of pads. Set these aside for investigation and assistance from tm for return. Loaner sn (B)(6).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy on patient. Placed arctic gel pads on 2 different arctic sun devices and devices keep priming to 0 l/m water flow rate (wfr). Patient temperature (pt) was 34.1c, targeted temperature (tt) was 36c 4 pads connected to device. Had them stop therapy and empty pads. Disconnected pads and placed device in manual control at 36c. System diagnostics with no pads, outlet monitor temperature (t1) was 13.1c, outlet control temperature (t2) was 13.1c, inlet temperature (t3) was 15.5c, chiller temperature (t4) was 5.3c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 48%, mixing pump command (mpc) was 0, heater command (hc) was 100%, water reservoir level (wrl) 5, system hours were 2272.5, pump hours were 1961.3. Walked through disabling manual control. Reconnected pads using proper technique. Device primed to 0 l/m. Advised to swap out to a new set of pads. Set these aside for investigation and assistance from tm for return. Loaner sn (B)(6).